Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an issue where the drawer was not detected on the bus, preventing users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary, 3.1, row b, was off the bus. A field service engineer logged into the station configuration page and verified that the rug was missing. Drop-down to desktop, launched hardware testing application and removed all pockets from a slot in drawer 3.1 in the auxiliary cabinet. Checked row board connectors, all seemed to be tight. Returned side rail to place, returned pockets in their appropriate positions and powered station down. Moved rear panel from drawer 3. The field service engineer disconnected row board cable from drawer controller board on drawer 3.1, cleaned connector, and reconnected cable. Returned rear panel to drawer and plugged the drawer back in to resolve the issue. The system functioned as intended after the field service engineer repaired the device.